Manufacturer narrative:
(B)(4). Concomitant medical products: item# 00434901213 humeral stem 12 mm stem diameter 130 mm stem length, item# 00434901500 base plate 15 mm post length uncemented, item# 00434904011 glenosphere 40 mm diameter, item# 00434904006 poly liner plus 6 mm offset 40 mm diameter. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product not returned.

Event description:
It was reported that patient underwent initial shoulder arthroplasty on an unknown date. Subsequently, the patient suffered instability. As a result, the surgeon is planning to revise with custom spacer. No additional patient consequences were reported.